Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during an esophageal varices ligation procedure to treat esophageal varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had no bands attached and the ligator housing teeth were not damaged. The handle slot had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was found that the device trip wire was secured, the ligator housing returned without any of the bands on it and none of the teeth were damaged as well as any other part of the device. The returned components did not have any problems that could be related with the reported event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during an esophageal varices ligation procedure to treat esophageal varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.